Manufacturer narrative:
This report is being submitted outside the prescribed reporting time period. (B)(4). A carefusion technical support representative in conjunction with third party rental company biomed determined that the most likely cause of the reported event was that the device¿s power supply was malfunctioning. Carefusion technical support representative provided the third party rental company biomed with the part number of the power supply so that he could order one in order to repair the device and return it to service.

Event description:
The third party rental company biomed reported that the device is not charging its internal batteries. It was further reported that when he switched the device from ac to dc it shuts off then after 30 seconds it turns on and runs. When he observed the battery charge indicator on the front panel it goes from green to yellow and then red. There was no report of patient involvement.